Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen. The force sensor pins were intact at the time of eval. Review of the pump history revealed loss of prime alarms associated with zero force. There was no visible force sensor plate damage.

Event description:
Eval revealed a misaligned display screen. Review of the pump history revealed loss of prime alarms associated with zero force.